Event description:
Information was received from the multiple sources (healthcare provider (hcp), service repair) via a manufacturer representative regarding a patient having spinal therapy. It was reported that there was a failure in the fixation of the arm. Patient symptoms were unknown. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis (B)(4), product: 9560524, lot no: my22e001: analysis confirmed that there was deformation of the handle screw threads, wear on the cable, and poor fixation of the holder during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no patient involved in this event. Event occurred during setup at back table.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.